Manufacturer narrative:
Pump was received with moisture damaged under lcd screen. Unit passed self test and no missing segments/partial display or display anomaly noted. Unit had motor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime and a33 test due to moisture damaged inside fsr. Motor passed motor test. Unable to perform occlusion test due to motor error alarm. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner and minor scratched lcd window. No moisture damage on electronic assembly or motor noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has moisture in the pump and underneath the lcd screen and cannot read anything on the display screen. Customer does not recall any significant events leading to the error, but stated that the pump was in a bag. Customer's blood glucose was 42 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.